Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer insulin pump had a motor error alarm and high blood glucose level of 400 mg/dl. The customer had no symptoms related to high blood glucose. Customer treated with insulin pump. Customer's blood glucose value was 124 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer's mother also mentioned that the customer was hospitalized due to high ketones and motor error alarm on (B)(6) 2017 with the blood glucose of 324 mg/dl. Customer treated with manual injection while in the hospital. The customer was wearing the pump at the time of hospitalization. Troubleshooting was performed and completed for motor error alarm. Advised customer's mother to have customer discontinue use of insulin pump. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with missing end cap sticker, minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip and cracked reservoir tube window.